Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 243 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.